Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the issue, and the rse advised the customer to check the connections between the speakers and the boards. The rse stated that depending on which speaker or alarm is found to be faulty, the power management (pm) printed circuit board assembly (pcba) or the motor controller (mc) pcba could be replaced. The investigation is ongoing.

Manufacturer narrative:
Information was received on 21aug2025 that the backup alarm issue occurred during a preventative maintenance check with the device outside of clinical use. The device was being checked after not having been put into use for an extended period of time. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.